Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient states the device is not working right. Patient states they can feel a sensation but doesn't seem to do anything with the bladder symptoms anymore. Agent asked when this stopped working and patient states it never worked right and doesn't know if the leads have moved out of place or what. Patient reported they've adjusted settings several times throughout the years, and has received assistance both in-person and over the phone. Patient states they are an rn and have some idea of how to use medical equipment. Patient did state that they had success with the trial. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue. Patient initially called because they lost a document they received in the mail from mdt regarding updates to patients with inss that need mris. Patient requested a new letter be sent. Patient indicated they would need MRI of their foot in the future. Agent reviewed MRI scanning guidelines for the ins system. Additional information was received from the patient. Patient called to report they had their ins removed because the permanent implant, "never worked worth a damn." Patient mentioned the trial worked fantastic. Patient stated when they lived in fl reps came out and "tried to set up" their device, but it didn't work. When asked for managing hcp, patient listed the implanting physician, but when asked again for managing hcp, they said it was "someone in iowa." Agent transferred patient to registration to update explant date. After doing so, agent realized notify date for rep was not asked, but unable to call patient back as they were transferred to registration. Patient was transferred back from patient registration and provided a brief summary about therapy issue, reason why device was removed which was previously documented, see call code notes. Patient would like to know if the handset can be wiped so that could use the cell phone. Transferred to hcit.

Event description:
Additional information was received from the patient. Patient called to report they had their ins removed because the permanent implant, "never worked worth a damn." Patient mentioned the trial worked fantastic. Patient stated when they lived in fl reps came out and "tried to set up" their device, but it didn't work. When asked for managing hcp, patient listed the implanting physician, but when asked again for managing hcp, they said it was "someone in iowa." Agent transferred patient to registration to update explant date. After doing so, agent realized notify date for rep was not asked, but unable to call patient back as they were transferred to registration. Patient was transferred back from patient registration and provided a brief summary about therapy issue, reason why device was removed which was previously documented, see call code notes. Patient would like to know if the handset can be wiped so that could use the cell phone. Transferred to hcit. 2025-jan-22 patltr (con): additional information was received from the patient. They reported that they have tried everything including involving the representative. The cause of the device not working was not determined. It was not resolved and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.